Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system, (B)(6) was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for unable to track system through anatomy was unable to be confirmed due to unavailability of the device or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'as femoral, carotid or subclavian access were not feasible due to the highly calcified access, it was opted to insert the commander through the femoral vein. Once the la was access through the septal puncture, a 0.035 toray wire was placed in the la, and the valve crossed the mitral valve to lv. Then, a medium curved catheter and wire was advanced from the lv through the lvot. After that, the plan was to advance the commander across the loop using the 180' distal flex to cross the aortic valve. However, during this maneuver, the valve did not cross causing a mitral chordae rupture leading to severe mitral regurgitation. The system was removed as a unit without issues'. Based on the provided information, it was attempted to implant the thv in aortic position via the transfemoral vein, involving traversal of the septal wall and mitral valve, followed by a 180' loop in the left ventricle facilitated by the delivery system's flex mechanism. Although several access routes exist for thv implantation in aortic position (such as transfemoral artery, subclavian-axillary, and transcarotid), the transfemoral venous approach is specifically intended for pulmonic and mitral valve replacements. When used for aortic valve implantation, this technique could potentially subject the delivery system to highly complex angulations, which will significantly increase the risk of vascular or cardiac interaction during advancement and may contribute to the reported tracking inability and cardiac injury. As such, available information suggests that procedural factors (abnormal use of the device) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our india affiliates, during implant of a 23mm sapien valve in aortic position by transeptal approach, the valve was unable to cross while advancing through the heart causing a mitral chordae rupture leading to severe mitral regurgitation. The system was removed as a unit without issues. A new system was prepared this time using the left transfemoral approach and the valve was successfully implanted. Later, the patient underwent surgical intervention for mitral valve repair and was noted as to be stable and discharged after the procedures.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to a follow up response being received. The investigation is ongoing.

Event description:
As reported by our india affiliates, during implant of a 23mm sapien valve in aortic position by transeptal approach, once the left atrium (la) was accessed through the septal puncture, a 0.035 toray wire was placed in the la, and the valve crossed the mitral valve to left ventricle (lv). Then, a medium curved catheter and wire was advanced from the lv through the left ventricular outflow tract (lvot). After that, the plan was to advance the commander across the loop using the 180 degrees distal flex to cross the aortic valve. However, during this maneuver, the valve did not cross causing a mitral chordae rupture leading to severe mitral regurgitation. The system was removed as a unit without issues. A new system was prepared this time using the left transfemoral approach and the valve was successfully implanted. Later, the patient underwent surgical intervention for mitral valve repair and was noted as to be stable and discharged after the procedures.